Manufacturer narrative:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a qdot micro catheter and the patient experienced pericardial effusion treated with pericardiocentesis. Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31612137l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a qdot micro catheter and the patient experienced pericardial effusion treated with pericardiocentesis. It was reported that after using the varipulse catheter, they switched to the qdot micro catheter for ablation. Prior to the qdot micro catheter being loaded, the physician had already introduced the catheter into the sheath and then advanced it into the left atrium. The catheter was fully loaded, and it was already "deep into the left atrial appendage," and perforated within the left atrial appendage. The physician pulled the catheter back and the patient's "pressure was watched." They did ablate and terminated the left atrial flutter. Shortly after, they noticed that the patient did develop an effusion. They removed the ablation catheter, did pericardiocentesis, and successfully drained the effusion. The patient was stable and did not require surgery. The injury was listed as a pericardial effusion. The discovery was made by the ablation and the perforated left atrial appendage, which was confirmed by the ice catheter. During the medical intervention, the patient was intubated. The last known status of the patient was stable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 9-sep-2025, additional information was received indicating the physician¿s opinion on the cause of this adverse event is that it was procedure related. The perforation location was believed to be in the left atrial appendage (laa), but no surgery was required. The patient did not require extended hospitalization. The procedural activated clotting time (act) was 350. There were 3-4 catheter exchanges during the procedure. One transseptal puncture site was performed during the procedure with baylis transeptal needle. No evidence of steam pop. The correct catheter settings were selected on the generator and there were no issues with flow as they were ablating. No error messages observed on biosense webster equipment during the procedure. The force visualization features used were vector, dashboard, graph, and visitag, although the event did not happen during ablation. The visitag module parameters for stability used were 3mm size. 20% for 3 seconds. Minimum 3 grams. Stability plus. The additional filter used with the visitag was stability plus. The color option prospectively used was surpoint but did not occur during ablation. Based on new information, please consider hospitalization coding removed. The h 6. Health effect - impact code of ¿hospitalization or prolonged hospitalization (f08)¿ has been replaced with ¿recognised device or procedural complication (f15)¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).